Event description:
It was reported by service report that the bed did not have any power. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Missing ground prong and loose power prongs.